Event description:
It was reported that the patient was seen in clinic for a routine device check. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.